Manufacturer narrative:
Additional information was received that this was scheduled in error. No revision was scheduled.

Event description:
A report was received that the patient will undergo an ipg revision for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg revision for an unknown reason.